Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of a defective water supply. This does not indicate an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, a foreign object was observed in the nozzle. There was no patient involvement.